Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the surgical scope image goes black, when the lever is moved. The event occurred, during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts, no leaks on the bending section cover, image was ok in neutral, when angulation was up/left position there was no image, flickering when angulation, charged coupled device (ccd) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.